Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. The vns was disabled. The pt had no trauma and did not manipulate the vns. The pt has not had any clinical decline as a result of the high lead impedance. The pt was sent for x-rays and vns revision surgery appears likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.